Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and renal artery occlusion.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. After trunk-ipsilateral leg and contralateral leg components were deployed, procedural imaging reportedly revealed a small space between the proximal end of the trunk-ipsilateral leg component and the patient¿s infrarenal aortic neck. The physician decided to implant an aortic extender component (pla230300j/13722810) proximal to the trunk-ipsilateral leg component. According to the report, when the aortic extender component was deployed it partially covered the right renal artery. A vascular stent was implanted in the right renal artery to maintain blood flow. The patient tolerated the procedure without any further reported complications.